Event description:
Literature: godsi sm, saadatniaki a, aghdashi mm, khodashenas firoozabadi n, dadkhah p. Outcome of continuous intrathecal opioid therapy for management of chronic pain in iranian veterans of the imposed iraq- iran war. Acta med iran 2011 jul; 49(7):456-9. Summary: the authors conducted a study to review the outcome of intrathecal opioid (buprenorphine) pumps on 10 war veterans (mean age 43.36) with chronic nonmalignant pain. Medical records were reviewed and outcomes measured from returned questionnaires from 1380 to 1388 ( approximately 2001 to 2009). The mean age at the time of study was 43.36 years (range 41-53). Mean pain relief was 53%. Reportable event: the authors reported one patient experienced a catheter dislodgement and pump failure. There were no reports of surgical complication.

Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The patient information provided in section a is the average for all the patients. At this time no additional information was available, additional information regarding the patient, event, interventions and outcome has been requested.